Manufacturer narrative:
(B)(4)

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced low vaulting. The lens remains implanted. The cause of the event was reported as other.

Manufacturer narrative:
B5: a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with rotation. At a later date the lens was exchanged for a longer length lens and the problem resolved. The reported cause was low vaulting due to icc sizing. Medication was prescribed including eyedrops and topical steroids. Work order search found no similar complaints. H4: manu date 13-mar-2023 d4: UDI (B)(4). D6: explant date 21-aug-2024 d9: returned to manufacturer 2--nov-24 g3: aware date 14-nov-24 h2: additional information, device evaluation h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found residue the haptic bent. Dimensional inspection found the returned lens did meet original values measured at the time of manufacturing. H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim# (B)(4).